Event description:
Small piece of insulation came off of laparoscopic scissor during laparoscopic procedure. Total piece retrieved. Instrument removed from set. Visual inspection completed on all other instruments. Insulation intact.